Event description:
It was reported that during surgery, the universal oscillating saw attachment was blocked due to rust on the contact with the handpiece. The handpiece was checked and was found to be functional. There was no pt harm; however, there was a five minute delay in surgery to obtain an alternate device.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.